Event description:
On (B)(6) 2013 ptgbd was performed on a (B)(6) male with ultrathane intro-tip design curved universal drainage catheter without problem. On (B)(6) 2013 - the drainage from the catheter stopped and thus, rupture of the drainage catheter was confirmed. As the removal of the pt's gallbladder in the future was originally planned, the physician conducted surgical operation and removed the remained ruptured tip of the catheter. No additional info has been provided by the reporter.

Manufacturer narrative:
Lot - unk as not provided by reporter. Expiration - unk as lot is unk. Removal of device portion is not labeled in the IFU. Rupture is not labeled in the IFU. Event eval: still under investigation.